Manufacturer narrative:
Analysis: the product has not been received for analysis. Without receipt of the product, a definitive conclusion cannot be made regarding the clinical observations. Conclusion: unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair; reoperations on these valve repairs are primarily the result of a progression of disease or technical failures and are not related to product malfunctions.

Event description:
Medtronic received information that 5 years and 1 month post implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product specimen has not been returned. Conclusion: multiple attempts have been made to gather additional information; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 1 month post implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.